Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from an orthopaedist. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after 9 days experienced knee swelling and had knee effusion after few days. Patient's medical history included gonarthrosis. No past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml (frequency, batch/lot and expiration date not provided) for gonarthrosis. On (B)(6) 2016, fluid (8 cc) was removed, and the patient received another synvisc injection (last injection) at 2 ml. On (B)(6) 2016, 9 days after receiving first synvisc injection, patient experienced knee swelling. On an unknown date in 2016, few days after receiving first injection, patient had knee effusion, 40 cc fluid was removed, and triamcinolone (kenacort) was injected. Treatment with synvisc was discontinued. Patient was followed up for observation. On (B)(6) 2016, the event resolved. Action taken: permanently discontinued. Corrective treatment: triamcinolone, fluid (8 cc) (40 cc) removed for both events. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: knee swelling (knee swelling). Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: required intervention for both events

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from an orthopaedist. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and later after 9 days experienced knee swelling and had knee effusion after few days. Patient's medical history included gonarthrosis. No past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml (frequency, batch/lot and expiration date not provided) for gonarthrosis. On (B)(6) 2016, fluid (8 cc) was removed, and the patient received another synvisc injection (last injection) at 2 ml. On (B)(6) 2016, 9 days after receiving first synvisc injection, patient experienced knee swelling. On an unknown date in 2016, few days after receiving first injection, patient had knee effusion, 40 cc fluid was removed, and triamcinolone (kenacort) was injected. Treatment with synvisc was discontinued. Patient was followed up for observation. On (B)(6) 2016, the event resolved. Action taken: permanently discontinued. Corrective treatment: triamcinolone, fluid (8 cc) (40 cc) removed for both events. Outcome: recovered for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Diagnosis: knee swelling (knee swelling). Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: required intervention for both events additional information was received on 15-nov-2016. Global ptc number and results were added. Text was amended accordingly.